Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the 45-day follow up a device related thrombus (drt) was confirmed. The non-mobile drt was attached to the cover of the watchman device and measured 1 cm x 2 cm. It was confirmed that the device did not shift from it's original position and no leak was noted. The patient was on a warfarin at the time of the drt but the international normalized ration (inr) was not well-controlled, which the physician felt was the probable cause for the thrombus. The patient's drug regiment was changed to novel oral anticoagulant (noac) therapy. The patient is scheduled to follow up 7 weeks later to undergo computerized tomography (CT) and potentially transesophageal echocardiography (tee) to determine if the thrombus has resolved. It was reported that the patient's condition was unchanged. No additional information is known at this time.